Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of deviation history records shows that lot released with no recorded deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2013-04669 & 0001825034-2013-05467).

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Patient further underwent x-rays on (B)(6)2011 revealing her knee had dislocated. Subsequently, patient was revised on (b)(64) 2011 due to pain and dislocation. The implants were removed and replaced with competitor components. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to external rotation of the tibial component. The operative notes confirm that the tibial tray, femoral component, and polyethylene bearing were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.